Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformance's were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Consumer reported insulin leaking through the needle. Consumer stated that he is new to using the pen needles. After careful review of how to use, the consumer stated that he does not remove the inner cover, so the leakage is coming from under the inner cover. He said that he was not instructed on how to use, so he just assumed that he only needed to remove the clear outer cover. Lot#: 4016300, catalog#: 320109, date of event: unknown, samples: discarded.